Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: during investigation, no moisture was found in the infrared window. The pump powered on to a blank display. No physical damage was found to the keypad. The keypad was removed to find no contamination or moisture. The pump was opened to find moisture on the force sensor plate. Unrelated to the original complaint, a leak test failed due to a leak in the audio bolus button cover. The audio bolus button cover was removed to find moisture on the button contact. Additionally, the battery compartment was cracked from the case seal to the grip pad. A leak was not found at this location.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.